Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning turbine. The service technician replaced the turbine and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 turbine did not rotate. At this time, it is unknown if there was any patient involvement associated with the reported issue.